Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the shuntassistant 2.0 is operating within the accepted tolerance in the vertical position. The progav 2.0 is operating not within the specified tolerances in the horizontal position. The measurement showed an accelerated outflow. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking/klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, clearly deposits were found in both valves. Results: based on our investigation results, we can identify an accelerated outflow in the progav 2.0 shunt system at the time of our investigation. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx642t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system was believed to be operating in underdrainage and was difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: unknown, weight: unknown, gender: female.